Manufacturer narrative:
(B)(4). Method: five complaint chambers were returned to fisher & paykel healthcare for evaluation and visually inspected. Results: in three of the chambers it was observed that the waterbag spike had separated from the tube. The remaining two chamber feedsets were intact, so these were connected to a waterbag, both chamber filled until the water flow was stopped by the float. No leaks were found even though the water feedsets of both chambers were manipulated. A lot check revealed no other complaints for the lot number provided. Conclusion: the leak in the three defective chambers was caused by the applied glue not being able to hold the spike to the feedset tube. All three chambers appeared to have sufficient glue and we were unable to determine why the glue bond had failed. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leaks developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked at the connection between the feed tube and the bag spike of several mr290 autofeed humidification chambers during use. No patient consequence was reported.